Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
On (B)(6) 2019; recurrent dislocation requiring surgical intervention; patient underwent initial index operation on (B)(6) 2016 where a c stem pinnacle was utilised. Patient subsequently had a periprosthetic fracture and the c stem femoral component was removed and a reclaim revision prosthesis implanted, lismore base hospital (B)(6) 2019 captured as (B)(4). Patient has subsequently dislocated on a number of occasions and a decision has been made to open the joint and make the required changes to both the version of the pinnacle poly liner and head. The joint was opened the greater trochanter had migrated proximally and was a non union. The lesser trochanter has a both scar tissue and bones enlargement, which appeared to be impinging on the pelvis. The lesser trochanter area was debulked, a new liner inserted with the 10 degree more superior anterior and the head changed from a 28 1.5mm to a 28 5mm. The joint appeared more stable. (B)(6).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.